Event description:
It was reported that the patient presented remotely via merlin.net. Device interrogation revealed low pacing impedance and possible insulation abrasion on the right ventricular lead. No changes or interventions were performed. The patient condition was unknown

Manufacturer narrative:
Further information was requested but not received.